Event description:
It was reported that the pump battery was depleting quickly resulting in the pump battery shutting down. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read high; however, a bg value was not provided. Additional information was not received. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.